Manufacturer narrative:
The olympus sales representative provided troubleshooting recommendations relative to checking settings on the device to help resolve the issue. As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed. Olympus will continue to monitor complaints for this device.

Event description:
Olympus sales representative reported on behalf of the user facility that when the oev-262 monitor was brought to one room at facility, which has a digital visual interface (dvi) output through a converter to the regular consumer grade tv monitor, he connected up the serial digital interface (sdi) out from the cv-190 to the oev-262h monitor to demonstrate and everything worked fine. It was then reported that when he brought the same monitor and cable to a second room where the regular consumer grade tv monitor is using the reg blue green (rgb) signal, the monitor indicates "no sync" on the sdi input. The reporter wanted to know if there are settings to disable the output on the certain video port when other ports is used. There was no patient involvement associated to this report.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. Please see updated sections: g4, g7, h2, h3, h4, h6 and h10. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the reported information provided, troubleshooting on the reported issue was provided and resolved the issue, therefore it is concluded that there was no failure in the subject device and that the indication phenomenon was caused by improper connection. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: if combinations of equipment other than those shown below are used, the full responsibility should be assumed by the medical treatment facility. Such combinations do not only allow the equipment to manifest their full functionality but may also imperil the safety of the patient and medical personnel. In addition, the endurance of the video system center and ancillary equipment is not guaranteed. Troubles caused in this case are not covered by free-of-charge repair. Be sure to use the equipment in one of the recommended combinations. Olympus will continue to monitor complaints for this device.